Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d6a.

Event description:
Patient representative reported patient initially went to the emergency room with "pain in swollen glands in the neck". Later physician prescribed anti-inflammatories and muscle relaxants after nothing was found via an ultrasound diagnosis for "chest pain that caused me a lot of anxiety". Patient went to emergency room again 16 days later as "pain did not go away despite all the medication" and noted "caused anxiety, psychological impact¿, . Patient underwent preoperative tests, referred to an MRI test noting "it is possible that the right one was too (broken)" then additionally stated post explant surgery physician informed them that "both prostheses were broken". Device has been explanted and replaced. Pathological anatomy results note "fibrosis and small deposits compatible with silicone". This related to right side.

Event description:
Patient representative reported patient initially went to the emergency room with "pain in swollen glands in the neck". Later physician prescribed anti-inflammatories and muscle relaxants after nothing was found via an ultrasound diagnosis for "chest pain that caused me a lot of anxiety". Patient went to emergency room again 16 days later as "pain did not go away despite all the medication" and noted "caused anxiety, psychological impact¿, . Patient underwent preoperative tests, referred to an MRI test noting "it is possible that the right one was too (broken)" then additionally stated post explant surgery physician informed them that "both prostheses were broken". Device has been explanted and replaced. Pathological anatomy results note "fibrosis and small deposits compatible with silicone". This related to right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.